Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: a review of the pump¿s black box history showed that replace battery alarms were recorded. Replace battery alarms were not able to be duplicated during testing. The pump¿s electrical current readings were found to be within the required specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. The pump case was removed and corrosion was found on the battery power connection and force sensor plate. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.